Event description:
A lawsuit was received stating that the wheelchair end user was descending a wheelchair ramp in an invacare wheelchair when her right leg became caught in the supports of the railing(banister). This reportedly resulted in a sever injury to her leg.

Manufacturer narrative:
(B)(6) - (B)(6) 2015 - should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
The additional information was the serial number (B)(4) was provided.

Event description:
A lawsuit was received stating that the wheelchair end user was descending a wheelchair ramp in an invacare wheelchair when her right leg became caught in the supports of the railing(banister). This reportedly resulted in a sever injury to her leg.